Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced mesh exposure, pain, dyspareunia and yeast infection. An examination under general anesthesia, excision of exposed mesh and reapproximation of the vaginal mucosa, robotic exploration, dense adhesiolysis, excision of sacrocolpopexy mesh, reapproximation of the vagina, removal of mesh from the anterior and posterior walls of the vagina were performed.